Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case # (B)(4)) in (B)(6) on 02-dec-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010 (lot number 664438), by a gynecology team. Consumer informed that at a visit to the family planning service she requested information on contraceptive methods such as tubal ligation, as she did not wish to have a larger family. Essure was recommended to her as it did not involve surgery and there would be no chance of pregnancy after three months as the fallopian tubes are completely blocked. She was referred to the hospital and, through a camera, she had the two devices implanted. Consumer do not remember whether they sedated her, but she does remember the strong pain, nausea and vomiting that she had while they implanted them. When consumer came out of the procedure they gave her a painkiller because she had little inflammation and abdominal discomfort. After three months they did a contrast test to make sure that everything was fine, and once again consumer ended up with several episodes of pain and problems for performing the test. At the consultation they said that everything was normal. Then, she started to have tiredness, pain in her legs and arms, weight loss, blood test abnormalities and urinary infections, strong pelvic pain, pain during sexual intercourse, and it was a constant pain that kept her away from having a normal life. The doctor, tired of not knowing where such pain could be coming from, referred her to the gynecology department again and there they diagnosed her with pelvic pain following essure. For this reason, on (B)(6) (year was not specified), the implants were removed through a bilateral salpingectomy. No follow-up attempt is expected because physician contact details were not provided. Product technical complaint (ptc) investigation and final assessment were received on 15-dec-2015. The bayer reference number for the ptc report is: (B)(4), lot number 664438, manufacturing date 08/2009, expiration date 08/2012 final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conduct a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No similar ae cases have been received in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-dec-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had strong pelvic pain / constant pain. She had the devices removed via bilateral salpingectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No follow-up is expected since physician contact details were not provided.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.